Event description:
The report from the affiliate indicated that: a pt underwent a reportedly elective procedure to the proximal and mid lad. The proximal lad was non-tortuous. The 20mm, de novo, type b2, eccentric, ostial lesion was heavily calcified with no clot. The mid lad was non-tortous. The 50mm, de novo, type c, eccentric lesion was heavily calcified with no clot. A rotablator was used for both lesions. The mid lad was predilated with a 2.5x16mm balloon at 20atm for 30 seconds. A 2.5x28mm cypher was implanted proximal to the first at 12 atm for 30-60 seconds, overlapping it. Two weeks later, the pt had an ami while hospitalized. Angiography confirmed thrombus in the mid lad cypher stent. It was treated with aspiration, poba and medication. For the mid lad cypher stents, post dilation was done with the sds balloon; inflation time and pressures are unknown. Ivus was done. Timi flow was three pre and post procedure. Residual stenosis was 25%. Act was not measured. For the proximal lad cypher stent, postdilation was done with the sds balloon; inflation time and pressure are unknown. All three cyphers overlapped. Ivus was conducted. Timi flow pre and post procedure was three. Residual stensosis was 25%. Act was not measured. The medication used to treat the thrombosis was t-pa, a thrombolytic agent. Preprocedure meds were aspirin 100mg/day, ticlid 200mg/day, cilostazol 100mg/day, and warfarin (daily dose unknown), intraprocedure meds were aspirin 100mg. Heparin 10,000 units, ticlid 200mg, cilostazol 100mg, and warfarin (dose unknown), and postprocedure meds were the same as his preprocedure regimen. Physician's comment: "the probable cause of the sat was because the lesion was heavily calcified which needed rotablator. Possibly wall apposition of the cypher stent might not have been uniform."